Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer is pre-filling cartridges. Tandem clinical support informed customer that prefilling cartridges is off label per the user guide. Customer¿s blood glucose (bg) level was 210-222 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.